Manufacturer narrative:
On 11/05/2021, infutronix confirmed with the end user that the affected device was never returned for evaluation and therefore no root cause could be established.

Event description:
On 11/05/2021, infutronix received a complaint from an end user "an administration set model it1032, lot 2106005 set leaked into the pump screen". Upon follow up, (B)(6) stated " tubing had a really tight knot tied into the tubing and that is what caused the leak and there were no leaks found." Device operator was a nurse. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4).